Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not responding during a bolus attempt and the insulin pump alarmed button error. The customer stated she went swimming and removed the insulin pump but then reconnected it to her wet bathing suit. Blood glucose value was 252 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer had received her upgraded insulin pump.